Event description:
The distal tip of the neuron was found flattened before the product was used, when opening the package. The product was replaced and the case continued without incident.

Manufacturer narrative:
Technical evaluation: the distal 3 cm of the catheter was flattened. There are ovalizations at 4.0 and 5.5 cm from the tip. The incident is confirmed as reported. The device was returned looped inside a specimen bag and the ovalizations at 4.0 and 5.5 cm are typical of handling damage seen in this situation. The DHR of this manufacturing lot has been reviewed and a copy of the review is attached. This MDR is being filed based on our understanding of incident reportability as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part #1147-03 (lot #l15175). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). The lot has passed all dimensional measurements per specification. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.